Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: a review of the black box indicated three call service 078 alarms had occurred on (B)(6) 2016. The pump powered on to a blank display screen associated with moisture damage. The complaint of a call service alarm issue could not be adequately investigated due to the blank display. Unrelated to the original complaint, investigation revealed the following: there was moisture visible behind the display lens; the pump powered on with functional vibratory and auditory features but the display remained blank; leak testing revealed a display lens leak; the pump casing was removed and there was evidence of moisture found on multiple internal components.